Event description:
New information received indicates that an asymptomatic patient presented in clinic with new episodes of post-paced t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. Programming changes were made. Further actions will be discussed with the physician.

Event description:
It was reported that non-sustained rv oversensing due to post-pace t-wave oversensing was observed via a merlin.net transmissions. Myopotential oversensing was suspected. Programming changes were recommended.

Manufacturer narrative:
(B)(4). Product not returned.